Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: insulation was damaged. The instrument was connected properly. No patient harm. No post-op complications. No image or video available for review. Isi did receive a da vinci product to perform failure analysis. The monopolar curved scissors was analyzed and found to have scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed tube extension scratch marks measured roughly 4.50 mm x 0.60 mm. There was not any material missing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument had a crack in the insulation. The procedure was completed with no patient harm.

Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.